Event description:
Pt spontaneously reports high pressure alarm on pump. She changed cassette and alarm went off. Pt mixed a new cassette with new tubing and had the same alarm issue on first pump. Rph advised pt to swap to back up pump. Pt confirmed alarm occurred again on back up pump. There was no blockage or kink in the tubing, clamps were not closed and tubing was attached correctly. Pt stated both pumps were working fine previously. Cassette and tubing were changed out again and placed on back up pump, which primed successfully and was delivering for about 10 minutes before call was ended since everything seemed to be working. Pt called back later the same day and reported the same high pressure alarm on the pump, despite efforts to troubleshoot the situation (swapped out pumps, cassettes, and tubing). Rph advised pt to go to hospital and advised only other cause could be the site/central line itself. Later that same day and stated she was off remodulin for 5 hours, hospital flushed her line and gave her a bolus dose of medication (amount unk). Pt has "bad chills," headaches, body ache, and a fever of 102.3 f since receiving bolus dose. Pt has been infusing since then at maintenance dose, md aware, no add'l info, details, or dates available. Setflow rate and volume delivered are unk. Position of the pump issue occurred is unk. Pt was not admitted, serial numbers not provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Unk. Is the actual product available for investigation? Unk. Did we [MFR] replace the product? Pumps were not replaced. Did the pt have a backup product they were able switch to? Yes; was the pt able to successfully continue their therapy? After going to the hospital, yes. Is the therapy life sustaining? Yes. What is the outcome of the event? Resolved. Pt called back. Reported to (B)(6) by pt/caregiver. Ref report: mw5118906.